Event description:
The incident occurred in 2006. During exploratory tympanotomy, the microscope suddenly lost power. The surgery was cancelled and rescheduled. Biomedical found that power failure caused by a blown fuse that could not be changed in the operating room. The power cord was checked, but found no defects. The microscope was repaired and returned to service. FDA filed a medwatch report and sent to "carl zeiss microimaging, inc.."fiften days later in 2006, carl zeiss surgical, the maker of the microscope, became aware of the event and immediately opened an investigation. The investigation revealed that the hosp did not purchase the microscope from carl zeiss surgical. The system is old, and carl zeiss surgical has never serviced it.